Event description:
A malfunction alarm identified as "malf 9" was reported by the customer. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information on resetting the pump, assisted the customer in resetting it, and confirmed that the malfunction did not recur after the reset. The customer was informed to continue using the pump and to contact support if the issue reoccurred.